Event description:
It was reported that following a routine generator change, the alert for superior vena cava (svc) impedance was triggered for the right ventricular (rv) lead. An rv coil connection issue was suspected, so the pocket was opened and the connection re-established. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 419478, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).